Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm during bolus. The customer stated insulin pump had multiple insulin flow blocked alarms which occurred intermittently. Customer stated that she has tried different infusion set from different boxes as well as different reservoirs and has also tried different insulin bottles and the issue has still not been resolved. Customer stated displacement and high performance test were done. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.